Event description:
It was reported that the patient experienced a loss of stimulation. Additionally, impedances were not within normal limits on both leads. It was also noted that there was a broken lead. It was however, unclear if one or both leads broke. There were no patient symptoms or injuries related to the event but surgical intervention occurred to replace both leads. The implantable neurostimulator (ins) was also replaced even though there was nothing wrong with it. The reporter indicated that the patient desired to have a sensor device.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).